Event description:
It was reported that stent thrombosis occurred; the patient experienced chest pain, st segment elevation, and hypotension. The patient presented coronary artery disease. The 100% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.25 x 24 synergy drug eluting stent was implanted for treatment. However, during post procedure, the patient was having chest pain. The patient was then brought back in to the catheterization laboratory. The physician then injected the lad and it was completely shut down. Acute stent thrombosis was noted and the patient also experienced st segment elevation and hypotension. Further dilation was performed in the lesion and ivused. The physician then deployed a 2.0x30 non-boston scientific (bsc) stent distally and another 3.0 synergy stent proximally. The patient's blood flow was restored. The procedure was completed and the patient was sent to recovery. No further patient complications were reported.